Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide recall information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure green image was confirmed and pink light was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken and fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken charged coupled device green image was caused. The most probable cause for pink light was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had pink light and green image. The issue was found during an unspecified surgical procedure. There were no reports of patient harm.